Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device was making the patient breathe badly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient stated although a replacement device was sent, the replacement had not been received, and the patient continued to use the device that was included in the recall. The device was returned to a third party service center. During evaluation of the device, no particles were observed in the device assembly.